Manufacturer narrative:
(B) (4) 2010 - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B) (4) 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Open continuity test. Conclusion: the electrical characteristics of the returned device were within specifications including sensing detection, impedence and continuity measurements. The detailed inspection of the connector header revealed damages on the connecting components which showed clearly that difficulties were met during the screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the implantation or at the explantation, i.e. Whether there is a link between these damages and the reported event.

Event description:
During a follow-up interrogation, the pacing impedances were >3000 ohms and the rv and svc continuity tests were open. The device was explanted.